Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 71-year-old male (race unknown) noted as high risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. During impella cp implant procedure, the impella was inserted via the 0.018¿ wire through the 14fr sheath easily to the aorta. However, while advancing to the left ventricle (lv), there was high friction and it was not possible to insert the impella any further to the correct position in the lv. The impella was therefore withdrawn, flushed, and a second attempt was made. During the second attempt, there was also high friction and kinking when trying to pass the aortic valve. The impella was suspected to be the problem so it was once again withdrawn. A new 0.018¿ wire was opened and inserted into the left ventricle via pigtail catheter. The impella was flushed. A third attempt was made to insert the impella through the new wire to the lv, but when passing the av, there was once again friction and kinking of the cannula. The impella was unable to be withdrawn from the patient through the wire as the wire was blocked in the impella, so both were withdrawn. The patient¿s condition worsened and was therefore put on artificial lung ventilation. A new impella cp was used and was able to be successfully inserted. The patient underwent the high-risk percutaneous coronary intervention and the impella was explanted after the procedure without issue.

Manufacturer narrative:
The investigation into the delivery issues and the product damage (guidewire damage peripheral vessels) issues has been completed since the initial report was submitted has been completed since the original report was filed. The device was returned and visually inspected. The cause of the delivery issue was most likely use related with cannula kinking during advancement in the left ventricle (lv), per clinical review. The cause of the product damage (guidewire) issue was not determined since product was not returned and due to insufficient clinical details.